Manufacturer narrative:
¿Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute inegrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ (B)(4).

Event description:
It was reported that the physician was attempting to use two resolute onyx drug eluting stents to treat a non-tortuous and non-calcified lad with cto. The distal part of the lesion was treated with a 2.75mm x 18mm resolute onyx stent inflated to 14 bar and the 3mm x18mm resolute onyx was implanted at 16 bar at the proximal section. The over lapped area was inflated to 18 bar. It was reported that a filling defect like a crack was noted on angio. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the images capture the lesion site in the lad with a complete cto as reported by the account. Images capture the deployment of a 2.75x18mm and a 3x18mm resolute onyx stents in the vessel. A slight gap between the stent wraps is visible post deployment; this may have been interrupted as stent fracture. If information is provided in the future, a supplemental report will be issued.